Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Once the needle was placed during catheter implant, the reporter didn¿t see csf (cerebrospinal fluid). The surgeon felt that he was in the intrathecal space and injected dye. X-rays were done. The surgeon confirmed that he was in the intrathecal space and proceeded to tie the purse string suture. They still had no csf flowing from the catheter. They connected the catheter and aspirated through the cap (catheter access port) and couldn¿t get anything back. The surgeon injected dye again and felt that he was in the intrathecal space. The reporter noted that she was not in a good position to see what was happening. The surgeon attempted to aspirate again and got a drop of dye. The surgeon was going to flush with saline, but when he tried to aspirate he got nothing. The surgeon decided to close the patient and was ¿very confident¿ that he was in the intrathecal space. The device system was going to be used to deliver infumorph. The patient did not experience any symptoms as a result of the issues. The patient was seen in the clinic on (B)(6) 2014 and was doing very well.